Event description:
Ous MDR - it was reported that, about 84 months after the implantation, atrial episodes were recorded in the ICD memory, as well as oversensing. The measurement values of the lead were ok. The lead was not returned. No worsening of the patient&#62688;state of health was reported.

Manufacturer narrative:
The returned ICD and the leads were underwent a thorough analysis. Signs of abrasion were found at the housing edge of the ICD. The analysis of the device available iegms showed interference in the atrial and in the far-field channel in accordance with the clinical observation. The ICD proved to be fully functional. There were no indications of a device malfunction. In the shipped state, the lead fragments complained about were each cut into a distal and a proximal fragment. The returned lead fragments were thoroughly analyzed. The analysis showed multiple signs of abrasion at both leads. In particular these trox showed several instances of damage to insulation due to fraying. The damage manifestations that were detected at the setrox can with high probability be regarded as the cause for the noise artifacts in the ra and ff channel mentioned in the complaint. The observed damage manifestation indicates significant mechanical stress on the leads during the operating time. The position and characteristics of the fraying at the proximal fragment of the selox speaks for strong pressure of the lead onto the ICD housing with simultaneous friction. This result is consistent with the analysis result of the ICD. The multiple frayings at the distal fragment of the setrox are compatible with the abrasion signs at the distal fragment of the linox. This leads to the assumption of friction of the leads against each other in the implanted state. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The further analysis showed clear ligature marks with strong deformation of the lead bodies in this area for both leads. These damages are due to ligature threads bound too tightly. Neither the analysis of the ICD not of the leads showed any indications of material defects or manufacturing errors.